Event description:
It was reported that, during the pre-use check, leakage of air from the breathing circuit was observed. There was no patient injury reported.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: one unit was returned for evaluation of the failure and pictures by the customer were provide it. Unit returned was received inside of a plastic bag which is not the original package. Samples were submitted to leak test inspection per specification qp 2025 rev.104 disposable anesthesia breathing circuit (dabc) / section 1.8 leak test. Leak test results: leak test inspection was performed on the returned device using equipment manometer ID# (B)(6) (calibration due date 01/2023). Results: the devices don?t present leakage. Conclusions: based on the leak test results, the reported nonconformance is not confirmed. Root cause: root cause cannot be determined since the reported failure mode is not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.